Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise and low impedance values. No intervention was performed. No patient symptom was reported and the patient would continue to be monitored.